Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii".

Event description:
Healthcare professional report a right side capsular contracture baker grade iii and a left implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional later reported radial folds were noted underlying implant, seroma-late.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b,h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: observed creases on the surface of the device. Additional observations: ¿ were abrasion observed. ¿ brown and white particles observed on the surface of the shell. ¿ bubbles observed in the gel.

Event description:
Healthcare professional report a right side capsular contracture baker grade iii and a left implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported radial folds were noted underlying implant, seroma-late. Device has been explanted.